Event description:
It was reported that during the procedure in a totally occluded distal popliteal artery, some of the coating on the distal end of a 018 ht connect 250t 300cm guide wire was missing / peeling and the guide wire became stuck inside of an armada 14 balloon dilatation catheter (bdc). Reportedly, the ht connect had been advanced to the lesion, followed by advancement of the armada 14 bdc onto the ht connect. Once stuck, the balloon catheter and guide wire were then withdrawn from the anatomy as a single unit and the two devices were able to be separated once removed from the anatomy; when flushing the guide wire lumen of the armada 14 bdc, ht connect guide wire coating exited from the armada 14 lumen. Both devices had been flushed per their instructions for use prior to the procedure. The site does not feel that any part of the ht connect was left in the patient. The lesion was successfully treated with a new unspecified guide wire and a new unspecified balloon. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.